Event description:
Customer reported device = 900 or 1000 mg/dl. Device memory indicated 106, 66, and 116 mg/dl. No controls were used. No treatment was received. A request was made for return product and replacement product was sent.